Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.

Manufacturer narrative:
This report is submitted on 17 february 2020.

Event description:
Per the clinic, the patient experienced migraines and requires an MRI, subsequently the device was explanted on (B)(6) 2020.